Event description:
Advocate states her husband received a blood glucose result of 400-500mg/dl on his contour meter. Advocate administered insulin to her husband. Two minutes later customer ran a second blood test and received a result of 200 mg/dl. Advocate made the statement that she administered the wrong dosage of insulin which almost killed her husband. No adverse reaction was described. Advocate refused to troubleshoot and demanded a new meter only. Only the meter expected to return for evaluation.